Manufacturer narrative:
Reference MFR. Complaint # ar1998-5-27-149. Records were reviewed for the product for 1997, and 1998. A total of 29 lots were built in the two year period, with no indicaion of leaks. No samples were returned for evaluation. A review of the lot history was unremarkable. Mfg reports that while qa checks for leaks at 45 psi, production personnel check 100% on line at 12-15 psi. This may not be sufficient pressure to detect leaks. This may not be sufficient pressure to detect leaks. A change was made on line and they now 100% leak test at 45 psi. This should detect all suck leaks.

Event description:
Customer reports, a catheter had been in place for a couple of weeks when it was noticed the catheter leaked at the "v" junction. Since they were about ready to pull the catheter, they went ahead and removed it. No complications or injury was reported.

Event description:
Customer reported, leakage was noted immediately after placement of a uvc catheter. They attempted to place another uvc but were unable to place the catheter. They had to place two arterial catheter lines and one l-cath (central peripheral line). The baby is "holding his own". No injury was reported.